Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they fell and started feeling like a little shock so the patient decreased stim and the shock stopped. The patient said they were on program 2 at 4.4. They had been having trouble with the communicator and said the physicians assistant also had trouble. They said they have trouble charging the communicator and connecting to the ins. During the call the communicator was 66% charged and the patient was able to communicate with the ins. Advised patient to call when they are having trouble. The external device was working as intended during the call.